Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the ins was overdischarged due to health issues. There were telemetry issues. Four physician mode recharges were attempted. The healthcare provider confirmed that the pt experienced no stimulation. There was a battery failure and the device was non-functioning. The ins was replaced with good functioning results. The pt recovered without sequela.